Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-01253 for the other associated device information. It was reported to boston scientific corporation in 2009, that two ultraflex covered tracheobronchial stent was used during a tracheal stenting procedure performed two days prior. According to the complainant, during the procedure, an attempt was made to release the stent, but the suture was cut off, and the stent failed to deploy. A second ultraflex covered tracheobronchial stent was used with the same result. The procedure was completed with a different third device (product and manufacturer unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine". The site indicated that the target lesion was not highly stenosed.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist for the specified batch. A labeling review identified that the device was used per the ultraflex tracheobronchial directions for use (dfu). The most probable root cause for the reported malfunction is design.